Event description:
During a coronary angioplasty treatment procedure, difficulty deflating the balloon was encountered. The physiciani inflated the balloon in a non tortuous vessel with a non calcified, 90% stenosis. The single inflation to 6 atms lasted 30 seconds. The deflation time was reported to be "much longer than usual" more than 30 seconds. A 6 fr terumo sheath, athlete gt power soft guide wire, and 6fr hartrail jl4 guide catheter were also used. The pt's condition and status are reported to be "good." No patient injuries or complications have been reported.